Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for left ventricular assist device ¿ lvad placement. It was noted that the implantable cardioverter defibrillator exhibited oversensing of a signal, it was suspected that the source of the oversensing might have been the lvad. The physician deactivated the high voltage therapy until the patient was in stable condition. On (B)(6) 2019, the hv therapy was turned back on. The patient was in stable condition.